Event description:
A 1ml vanishpoint tuberculin syringe needle reported to not have retracted approximately 3 times this shift (11pm - 7am). Bar code # (B)(4). Strength: 1 ml milliliter. Therapy start date: (B)(6) 2018. Therapy end date: (B)(6) 2018.